Event description:
Complainant alleged that during functional testing by a zoll sales representative, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device was recertified. No trend is associated with reports of this type.